Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm and no delivery alarm. The customer's blood glucose was 340 mg/dl at the time of incident. The customer stated that they were able to successfully push the insulin through the tubing during plunger push after disconnecting and reconnecting the tubing and reservoir. The customer stated that they were able to prime. The customer stated that the cannula was not bent. The customer stated that the drive support cap was protruded. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.